Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their infusion set site multiple times and the occlusion alarms continued to be announced. System check was performed and the pump performed as intended. The customer declined to remove the infusion set site to inspect the cannula. Reportedly, the customer does not wear the pump in a case. The customer¿s blood glucose (bg) level was not impacted. Tandem technical support advised the customer to avoid scar tissue and to wear their pump in a case in order to prevent abrupt temperature changes to the pump.